Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable thyroid results for 3 patients tested on a cobas 8000 e 801 module compared to an investigation sites cobas 8000 e 602, cobas e 411 immunoassay analyzer, and a cobas e801. The patient samples were also tested on a centaur analyzer. From the data provided 1 patient had a reportable malfunction for elecsys tsh assay and 2 patients had reportable malfunctions for elecsys ft3 iii. This medwatch will cover the tsh data. Please refer to the medwatch with patient identifier (B)(6) for information on ft3 iii data. It was unknown if the erroneous data was reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was requested but was not provided. The investigation site's cobas e602 serial number is (B)(4). The tsh reagent used on this instrument was lot 341699 with an expiration date of 28-feb-2019. The investigation site's cobas e411 serial number is (B)(4). The tsh reagent used on this instrument was lot 349487 with an expiration date of 28-apr-2019. The investigation site's cobas e801 serial number is (B)(4). The tsh reagent used on this instrument was lot 283556 with an expiration date of 28-apr-2019. The investigation is currently ongoing.

Manufacturer narrative:
From the information provided, a general reagent issue can be excluded. Differences in results and reference ranges from tsh assays by different manufactures, in this case siemens, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. The investigation did not identify a product problem. The cause of the event could not be determined.